Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's left eye, the iris tore. No stent was implanted. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).